Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was introduced; however, during the procedure, the stent could not be advanced into the lesion. The device was removed and it was found that the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.